Event description:
Info received indicates the valve was explanted due to stenosis, with calcification noted during device retrieval. The valve was replaced with no additional consequence reported for the pt.